Manufacturer narrative:
(B)(4).

Event description:
It was reported that the threaded rod of the hip distractor was stripped, which caused the device to not pull any traction. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A evaluation of the device by the supplier determined that the drive nut, shaft handle, plastic cap, shim, retaining ring, the torn bellow, belleville washers, and the cam follower needed to be replaced. The abduction force was repaired. See attached repair quote. The complaint was confirmed, and the root cause was associated with component failure. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, an impact event inconsistent with normal use, wear from prolonged use, misuse or rough handling, or inadequate routine maintenance. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.